Event description:
It was reported that transmitter failed error occurred. On (B)(6) 2023, the patient became unconscious while the cgm was displaying a transmitter failed error. The patient was taken to the emergency room by his wife. The patient was admitted to the hospital and treated with insulin. It is unknow what the patient's blood glucose value was during the time of the event as the patient could not remember details of the event. The patient was hospitalized until (B)(6) 2023. At the time of the report, the patient was doing good. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).